Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with the load process. Reportedly, the customer was unable to confirm the site reminder on the pump and prevented from using the bolus feature. The customer was able to exit out and continue basal rates. There was no reported impact to the customer's blood glucose levels. Multiple attempts were made to obtain information from the customer, however no further information was provided.